Manufacturer narrative:
H.6. Investigation: customer returned a total of 7 0.3ml syringes. The polybag(s) were not provided for further identification. Of the returned samples, 5 had needle shields and hubs separate from their barrels. The hubs have become lodged inside the shields. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. Additionally, 1 syringe featured a needle bent slightly to one side at its base. The last syringe features a rubber stopper that appears to be dragging inside the barrel. Functional testing found moving the stopper to be difficult regardless of direction. A review of the device history record was completed for batch# 8351978. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. A review of the device history record was completed for batch # 0174596 all inspections were performed per the applicable operations qc specifications. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of needle hub separation. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the stopper dragging in the syringe barrel. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that bd syringe 0.3ml vet u40 29ga 12.7mm experienced 2 cases of hub separation from the device, and 2 cases of stopper deformation. The following information was provided by the initial reporter: I have been using this product for more than 3 1/2 years. I have noticed an increase in defective syringes. The defects include but are not limited to: -needle breaks off and is stuck in the red cap -needle is bent in the red cap -black indicator is distorted /damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8351978, medical device expiration date: 2024-01-31, device manufacture date: 2018-12-17, medical device lot #: 0174596, medical device expiration date: 2025-06-30, device manufacture date: 2020-06-22. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe 0.3ml vet u40 29ga 12.7mm experienced 2 cases of hub separation from the device, and 2 cases of stopper deformation. The following information was provided by the initial reporter: I have been using this product for more than 3 1/2 years. I have noticed an increase in defective syringes. The defects include but are not limited to: needle breaks off and is stuck in the red cap. Needle is bent in the red cap. Black indicator is distorted /damaged.